Event description:
It was reported by (B)(4), an onkos sales representative, that an unknown patient, believed to have an eleos distal femur replacement (dfr), experienced an unspecified fracture. All eleos hardware was reportedly removed and replaced with stryker devices during the revision surgery performed by dr. (B)(6) on (B)(6) 2024.